Manufacturer narrative:
(B)(4).

Event description:
It was reported that a purge failure occurred upon turning the intra-aortic balloon pump (iabp) on. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "purge failure alarm" is confirmed. Dried blood was noted inside the manifold and valves which potentially created a leak or a block inside the pneumatic system. The root cause of how the blood entered the pcs assembly is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that a purge failure occurred upon turning the intra-aortic balloon pump (iabp) on. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.